Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, channel a of the device was programmed to deliver norepinephrine 8 mg/250ml, at a rate of 10 mcg/min, and the delivery was started. No further programming parameters were provided. On an unspecified date and time, channel b of the device was programmed to deliver phenylephrine 10 mg/250ml, at a rate of 50mcg/min, and the delivery was started. No further programming parameters were provided. On (B)(6) 2012 at 0400, the nurse reported while at the pt's bedside, the device display went white, a system error messaged was displayed, and the device was inoperable. At that time, it was reported the pt's sbp (system blood pressure) decreased into the 50's mm/hg. The device was removed from clinical service. The customer contact stated the nurse was not familiar with manually ejecting the tubing set from the device; therefore, the tubing sets and medication containers were removed with the device. After an unspecified length of time, therapy was resumed using a replacement device, tubing sets, and medication containers. At that time, the norepinephrine delivery was increased to a rate of 30 mcg/min, and the phenylephrine, delivery was increased to a rate of 200 mcg/min. At 0500, the customer contact reported the pt was treated with an unspecified concentration vasopressin at a rate of 0.03 u/min. The customer contact indicated the pt's sbp increased to 13 0mm/hg. The customer contact reported on an unspecified date and time, the pt went into renal failure and was started on cvvh (continuous veno-venous hemofiltration). On an unspecified date and time, it was reported the pt expired. The cause of death was unspecified; however, it was reported the device was not the cause of the pt's death. The customer contact indicated the pt was "incredibly unstable." Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2012 between 0318 and 0319, channel a of the device was programmed using the drug library to deliver norepinephrine, with a 20 mcg/min titrated dose rate, a 20.691ml vtbi (volume to be infused) and the delivery was started, channel b of the device was programmed using the drug library to deliver phenylephrine 10 mg/250ml, with a titrated dose rate of 40 mcg/min, with a 31.796 ml vtbi, the delivery was started and a titrated 50ml vtbi was programmed. At 0354, on channel a, a 30 mcg/min titrated dose occurred and the delivery was started. Between 0408 and 0411, on channel b, an end of infusion alarm occurred and was cleared 2 times and kvo delivery began. At 0414, on channel b a 50mcg/min titrated dose rate occurred, the delivery was stopped, and kvo delivery was stopped. No power off was indicated at that time. On (B)(6) 2012 at 0416, the device was powered on, a post sw (software), a s408 (can bus error), a s308 (can bus error) alarm occurred. Between 0416 and 0511, there were multiple confirmations of channel a programming, the cassette was ejected and loaded, multiple check cassette alarms occurred, an air in line alarm occurred and standby mode entered. At 0537, the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.